Event description:
Additional information received reported that the pump was filled with gablofen at the time of implant. The patient had scheduled a follow-up appointment. He hadn't been titrated but wasn't experiencing any withdrawal symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient had to cancel their first refill appointment scheduled for (B)(6) 2015 due to transportation issues. It was noted the patient's "low reservoir alarm" date was "(B)(6) 2016". It was noted the pump's "old drug" was water and the "new drug" was baclofen. The patient was taking oral baclofen (3x/day).